Event description:
It was reported by the patient's daughter that the patient had passed away. The cause of death is unknown to date. Follow up with the company representative revealed that the neurologist's office was unaware of the patient's death. The latest appointment had been cancelled without a reason provided. The physician confirmed that the device had never been programmed on due to symptoms previously reported in mfg. Report # 1644487-2016-02035. In that report, the patient requested to have the device removed. However, the physician was not aware of that surgery ever having occurred. There was no indication that the patient¿s passing was related to the events reported in mfg. Report # 1644487-2016-02035. The funeral home reported that the patient was cremated and if the patient had still been implanted, the device would have been disposed of. However, the device disposition could not be confirmed. No additional relevant information has been received to date.